Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per medwatch report that the procedure was being performed on a male pt with a six year history of paroxysmal atrial fibrillation resistant to medical therapy. He failed cardioversion and for the prior eight months had increasing bouts of arterial fibrillation which were disabling. Open heart surgery was performed to ablate the aberrant ganglions. The physician was able to ablate all of the areas of concern. As the last ablation was completed, it was noted that the central line stopped functioning. The central line was removed and it was noted that the tip had been ablated. A chest x-ray revealed a foreign body either in the right atrium or the pulmonary vasculature. The pt was moved to an angio suite where an interventional radiologist was able to successfully retrieve the catheter tip. The pt had no further complications and was discharged home five days following surgery.